Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc. Therefore, a physical examination could not be performed. Based on the reported event, a dissection occurred after the lesion was pre-dilated with a standard balloon. A covered stent was used to close the dissection. A second dissection occurred post ivl procedure, and the physician also used a covered stent however, the dissection was severe and could not be closed. The physician is of the opinion that the ivl balloon was not causal to the dissection but believes that a non-compliant (nc) balloon was the likely cause as it was inflated at high pressure. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a complex percutaneous coronary intervention (pci) procedure to treat a severely calcified lesion in the left main (lm). Access was obtained via the radial artery. When the lesion was pre-dilated with a non-compliant (nc) balloon, a dissection occurred. The physician treated the dissection with a covered stent. The pci was continued with the ivl balloon to treat the proximal part of the target vessel. The ivl balloon successfully delivered 4 cycles. During post dilatation with an nc balloon, another dissection occurred, and a covered stent was utilized to stop the bleeding. However, the dissection was severe, and it could not be closed. The patient subsequently expired while still on the table. The physician is of the opinion that the ivl balloon was not causal to the dissection but believes that a non-compliant (nc) balloon was the likely cause as it was inflated at high pressure.